Event description:
Customer reported elevated blood glucose. The blood glucose reading was 108 mg/dl. She also reported that the insulin pump had alarmed for no delivery. She declined troubleshooting for high blood glucose and was advised on air bubbles and programming for the bolus wizard. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge.